Event description:
It was reported that erroneous results were reported for total bilirubin. There were no patient injuries as a result of this report.

Manufacturer narrative:
An investigation was conducted on the data printouts from the analyzer. The investigation could not confirm that an analyzer or reagent malfunction occurred. The most probable cause, reagent level detection, was investigated. Reagent level detection is usally attributed to bubbles, probe holder, or the condition of probe. The reagent probe holders were not corroded and the probe holders were replaced prior to the false level detection errors. From the review of the data, it does not appear that the bottle size was related to the erroneous results. As part of the investigation, internal studies have determined that foam in the 120 ml reagent bottle associated with the alleged event, may have occurred. Foam may lead to a false reagent level detection, thus the possibility of reporting erroneous results. The reagent foam may have caused the event. Remedial action (by means of a reagent market correction letter to customers dated 11/19/2004) consists of reducing the reagent level. Long term preventive action by the manufacturer will reduce the volume by 4 ml beginning with the next lot manufactured.